Event description:
It was reported that the closure device shifted and was removed from the patient. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The patient underwent a laa closure procedure at another hospital, but the procedure was ended with no device implanted. The patient went to another facility where three (3) non-boston scientific devices were attempted to be implanted but it was not successful. A 31mm wds was attempted first but was not positioned properly. The physician decided to attempt a 35mm wds. After several deployments the physician was made aware of a shoulder on the limbus side of the laa. They stated the tug test was good and there was no leak. The physician chose to release the closure device. Before the patient left the room the closure device had shifted. The physician decided the closure device needed to be removed. A non-boston scientific grasping device was used to successfully remove the closure device from the patient. There were no patient complications that were reported to have occurred.